Event description:
Patient was implanted (B)(6) 2018. Patient called (B)(6) 2018 and was seen same day by dr. Due to reporting red and oozing neck/cuff incision with fever and chills since (B)(6) 2018. Dr. Dhanda confirmed infection- + gram stain pending culture results. She slightly opened the superficial wound, irrigated and packed it. Admitted patient for IV vancomyacin and observation.